Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of air bubbles anomaly and high blood glucose readings from the reservoir. The customer's blood glucose reading was up to 400 mg/dl. The customer treated with the pump by bolus. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to deliver a 5 unit fixed prime until air bubbles are no longer visible. The customer reported that insulin did exit.